Event description:
During procedure for traumatic cataract, heard of puff of air, and when trying to irrigate, anteiror vitrectomy probe tip fell apart. Does not think any pieces went into eye. Due to loose zonules, air bubble caused problems. Post-op: patient has a well centered lens with increased iop, probably due to additional viscoelastic put into eye in order to see with the air bubble. Pt has been seen twice; air bubble remains.